Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 5/23. Following the procedure, the pt had diminished pulses. The physician was able to push the collagen through the arteriotomy site using a dilator balloon and reestablish blood flow through the artery.